Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: two openings curved on the posterior and radius, crease fold, yellow biological tissue on the shell and black mold like appearance. Leak test and microscopic analysis was performed which identified: two openings striated. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is two striated openings due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.